Manufacturer narrative:
The certas valve was received for evaluation: - DHR was not possible as the lot number was unknown - failure analysis - the valve was visually inspected; biological debris inside the valve. The valve passed the siphon guard test. The valve failed the tests for programming and occlusion. The valve could not be tested for leak, reflux and pressure due to the occlusion. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was noted on the ruby ball, on the seat of the ruby ball, and on the rotation construct. The root cause for the occlusion reported by the customer is due to biological debris on the ruby ball, on the seat of the ruby ball. The root cause for the programing issue noted during the investigation is due to biological on the rotation construct.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported obstruction of a certas valve: the valve was implanted via v-p-shunt on unknown date and an unknown initial setting. However, obstruction was suspected, and the symptoms were not improving. Therefore, the valve was replaced to a new one (certas).